Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button contacts and a keypad button response issue. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, all of the pump keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. The keypad symbols were also observed to be worn off. (B)(6).